Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's husband that the battery keeps on draining quickly without warning. The insulin pump was completely blank with (B)(4) battery inside. Troubleshooting was performed. An (B)(4) battery was inserted and the insulin pump received a power error alarm. The alarm history did not show a low battery warning prior. The insulin pump will return. The customer's blood sugar is 74 mg/dl.

Manufacturer narrative:
Findings: no unexpected blank display or battery power loss noted during testing. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit passed the self test. Unit received cracked retainer, minor scratched display window and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.